Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 20mm amplatzer amulet was implanted using a 12f amulet delivery system. On the 3-month transesophageal echocardiogram(tee), a 5mm peri device leak was detected. The leak was observed in the setting of an oval left atrial appendage (laa), where the disc did not fully seal the ostium. The leak was identified using tee, and medication adjustment with clopidogrel therapy was implemented as the intervention. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information provided.

Manufacturer narrative:
An event of patient device interaction problem (residual shunt) was reported was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the reported residual shunt could not be determined. It's possible due to procedural conditions (undersized device) contributed to the reported issue; however, this cannot be determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.